Event description:
The biomed reported in 2006 that a blood leak had occurred in 2005. The leak occurred at the onset of treatment. The number of reuses for this dialyzer is 5. The treatment was restarted with new disposables. The estimated blood loss is 150cc. There was no medical intervention or patient injury.